Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 that the infusion set fell off during use. Infusion set was in use for 2 days. No further information was available.